Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was able to switch over to the inner lumen for alternate arterial pressure (ap) access. The patient's blood pressure was able to be transduced and the iabp was still functioning, but some of the capabilities were gone. The iab was removed after approximately four days of therapy. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the iabp under mfg report number 2249723-2023-02255.

Manufacturer narrative:
Additional reporter: (B)(6).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. Two kinks were found on the catheter tubing approximately 43.4cm and 75.9cm from iab tip. The optical fiber was found to be broken within the membrane approximately 8.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Occupation: edd, apn, ccrn, tns / clinical nurse specialist, critical care educator the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was able to switch over to the inner lumen for alternate ap access. There was no patient harm or adverse event reported.